Manufacturer narrative:
The insulin pump was received with blank display and a constant tone due to corroded electronic assembly. Corroded motor assembly was also noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Company representative reported that a constant tone occurred after the customer jumped onto the pool with the insulin pump. Blood glucose value was 9.5 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.